Event description:
During an rv lead extraction due to perforation, the rv lead was cut. Due to excessive bleeding, the patient's chest was opened during the procedure. The physician used cautery to open the pocket and the cautery came in contact with the pacemaker which allowed electrical energy to be conducted down the cut lead which stimulated tissue and induced vf. The patient was externally defibrillated and is currently stable. This device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.